Manufacturer narrative:
Conclusion: device investigation revealed the substrate of the device' circuitry to be broken. The investigation results appear to match the problems mentioned in the recipient report. The exact reason why the crack occurred cannot be determined, however a review of the DHR has been performed and no abnormality was revealed, thus the device was released according to specifications. This is a final report.

Event description:
Hearing performance with the device is affected. The user was re-implanted.

Event description:
Hearing performance with the device is affected. Following an evaluation by clinical support, re-implantation was recommended. The user was re-implanted on (B)(6) 2024.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.